Manufacturer narrative:
The device was investigated by a maquet service technician. The push button knob would not consistently turn the potentiometer. The rotary-push knob was replaced. The device was returned to service.

Event description:
Reference uf/importer # 3008355164-2015-00035. Ref.: (B)(4). Customer ref.: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the device. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).